Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The photo provided a fluoroscopy image of the endoscope and a device in use. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket advance. The basket has three broken wires detached near the distal end of the wire and remaining attached at the proximal end of the basket. The basket advanced and retracted as intended during handle manipulation. Under magnification of the broken wires evidence was found of embrittlement of the wire material. The fracture points of the basket wires were found to be close to the basket's distal solder point, but there was no evidence of the wires being damaged by the buff process. No parts of the device appear to be missing. No other anomalies were detected. Photos were exchanged with production leadership and manufacturing engineering on 29apr2025. It was determined that the wires had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp)for stone removal in the common bile duct, the physician used a cook memory hard wire basket. It was reported that at beginning of stone removal user detected the one basket wire broken. The user changed to another basket to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.